Event description:
It was reported that the home charger got caught on fire (date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.